Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 700 mg/dl with moderate ketone levels. Correction boluses via the pump and manual insulin injections were used to address elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.